Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to be interrogated. Clinician attempted to use multiple programmers and wands in order to locate the device. Clinician turned off all other programmers in the room and tried interrogating in a different room however the issue persisted. Patient was asymptomatic. Device replacement was recommended to be discussed with physician. Patient later presented to clinic and premature battery depletion was observed. The device was explanted and replaced. Patent is stable.